Event description:
It was reported that the patient underwent a surgical procedure in which an artificial urinary sphincter (aus) balloon was replaced due to a fluid leak at the base of the component. There were no patient complications related to the device.